Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain indications for use. The patient reported that the handset had been experiencing lag when connecting to the pump over the past six months. The technical services (tss) reviewed steps to clear the patient data. The rep stated that the patient was able to connect to the pump much faster. On 2025-10-01 e1 (rep): document contained no new information.